Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of clearlink system non-dehp buretrol solution set is not correcting right. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.